Event description:
It was reported that t-wave oversensing during rv capture threshold testing was observed. Programming changes will be made when patient returns for follow up. Patient will be monitored. The patient is in good condition.